Manufacturer narrative:
Device was returned, and examination of the returned part determined that returned tasp exhibits signs of repeated use (nicked and gouged) and the post feature has fractured off. All pieces were returned. Device history record (DHR) was reviewed and no discrepancies were found. Previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. The fractured tasp component in this complaint was manufactured before the design modification. However, in this case it was reported that the provisional was impacted with tibial impactor. The root cause is considered to be user error. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the tibial articular surface provisional was impacted with tibial impactor. Upon receiving the product, it was noted that the product was fractured. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported that the tibial articular surface provisional was impacted with tibial impactor. Attempts have been made and additional information on the reported event is unavailable at this time.